Event description:
It was reported to olympus that, the evis exera iii video system center did not produce an image after connecting the cv-190 with maj-1430 videoscope cable, the 180 series scope image was not displayed. The procedure was cancelled due to the reported event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device image issue. Customer confirmed that the cv-190 menus and patient data were displayed. Tac informed the customer to connect the maj-1430 to another tower if there would be good image, but the customer confirmed there was no image. Tac informed the customer that the maj-1430 was defective and will need to send to the national service center for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was likely due to (B)(6) because the user confirmed no image when connecting to a different tower. The specific root cause could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.